Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6007803 have already been previously tested in the (B)(4) on 22/feb/2025. The reference samples were tested. All test results were within specifications as per the test report database (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), visually inspection under section 6.21 and the flow test under section 6.1. All test results were found within specifications. Device history record (DHR) review: the packaging lot 6007803 was manufactured according to the work instruction (wi) version 114 manufactured in the line 10 inset, on 24/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/mar/2025 against malfunction code occlusion in the tubing and/or tubing connectors and lot 6007803 and no other complaint have been registered in database for the same lot 6007803 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no another complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a blockage in the tubing. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.